Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to thermally damaged u15, u16, u17, and u18 on the defibrillator pca board, as well as r684, r689, r45, q9, q701, and j1002bb on the ca board. Upon further investigation, u409 on the ca board was shorted. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.